Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue ip custom room rack and found that the monitor required replacement. The user facility received a replacement monitor. The technician tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that they are unable to route video signals to the monitor connected to the hexavue ip custom room rack. No report of injury.